Event description:
The patient underwent a scheduled laparotomy for adhesiolysis due to subocclusive symptoms from abdominal adhesions wherein five seprafilm and a baxter sealing hemopatch were applied and the patient developed abdominal fluid and pneumoperitoneum. One sheet of seprafilm was applied in the posterior area and two sheets were applied in the anterior area of the intestinal package. Three days after the "first surgical intervention," the patient presented with pain. A computed tomography (CT) scan was performed, and an atypical image together with abdominal free fluid with pneumoperitoneum, requiring emergency re-operation. The origin of the pneumoperitoneum is unknown, but the surgeon attributes it to the seprafilm. The patient required a total of five re-operations, and both devices were removed from the abdomino-pelvic cavity. As per the instructions for use of the seprafilm, for the indication of sealing, in absence of bleeding the user is required to use sodium bicarbonate solution in order to adhere the device to the host tissue. This is a use error of the device. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.